Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the battery was defective. The field service engineer replaced the battery and performed preventative maintenance to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the station screen became unresponsive. The customer reported that when the station screen becomes unresponsive, it prevents access to the medications stored in the drawer, causing delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.